Event description:
It was reported that during a colorectal procedure not all staples were formed. The surgeon could feel them with finger and they were sharp and had to be removed. It was also checked by colonoscopy to confirm. Since staples had not formed in that particular area there was no anastamosis, so anastamosis was about 9/10th of the circle. The sharp staples were removed and the anastamosis was completed by hand suturing. Procedure was prolonged by fifteen minutes.

Manufacturer narrative:
(B)(4). Sixty-eight attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.